Event description:
It was reported that the lower jaw of the pituitary was broken during surgery. There were no pt complications.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for eval. Visual exam found that a piece was broken off of the lower arm on the left side rearward from the jaw pivot pin. There is a complete fracture of the lower arm at the same junction with only the pin holding the jaw in place on the right side. The direction and amount of force required to cause complete fracture suggests that excessive force was applied to the handle. The broken piece was not returned with the instrument. A review of the device history records found no documentation to indicate a non-conformance to specification.